Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of charging too long was not determined. Charging was within the normal limits but the patient was complaining about having to charge for long periods of time. The physician spoke with the patient and suggested they try to charge more frequently for shorter periods of time to try and eliminate charging for 4 hours in one day. No further complications reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient complained of the recharge burden and noted that recharging was taking too long. The representative was calling to see what the charge intervals might look like if the patient moved to a different model. The patient was currently recharging for 3.3 hours every 6.5 days. No symptoms or further complications reported.